Manufacturer narrative:
Upon further investigation additional information was received and noted that there were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. (B)(4). The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. Correction: evaluation - upon further investigation, the evaluation has been updated. Reliability engineering evaluated the device and observed that the device had a short circuit and corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 5 for the same event. It was reported that during unspecified veterinary surgical procedures, the surgeons observed malfunctions that occurred routinely while the attachment device, electric pen drive device, hand switch device, cable device, and console device were in use together. According to the report, while using the devices, the surgeons observed that the burr device was not spinning at all or was spinning on its own while sitting on the instrument table. It was further observed that the burr device would sometimes spin in reverse or was spinning in the correct direction but at well below the set speed while in use with the devices. The reporter stated that the surgeons observed that the burr devices fail to lock into place and the burr device stopped running on its own while in use with the devices. As a result, there was a one hour delay to the surgical procedure that resulted in additional anesthesia time. There was no human patient involvement as these were veterinary procedures. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.